Event description:
(B)(6) study. It was reported that arrhythmia occurred. The subject was on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and the subject received loading doses of 81 mg of aspirin and 10 mg prasugrel. A lotus introducer was placed followed by an attempt to deploy a 27 mm lotus edge valve system (lot number 24703732). A valve post was noted to be twisted and became jammed. The lotus edge valve system (lot number 24703732) was resheathed and removed. A second 27 mm lotus edge valve system (lot number 24703730) was unpacked, however the device was not used since the device was noted to be damaged when removed from packaging. A third 27 mm lotus edge valve system (lot# 24713649) was implanted successfully. Successful repositioning of the lotus edge valve (lot# 24713649) involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day as the index procedure, post valve deployment, the subject developed left bundle branch block. One day post implant, electrocardiogram (ECG) revealed sinus rhythm at 63 beats per minute with left bundle branch block. Transthoracic echocardiogram assessment revealed aortic valve area of 1.9 cm^2. The mean aortic pressure gradient was 15 mmhg and the left ventricular ejection fraction was 35%. No aortic valve regurgitation was noted. Two (2) days post implant, the subject was discharged on aspirin and prasugrel and no further action was taken for the event during index hospitalization. In (B)(6) 2020, the subject admitted to the cardiac telemetry department due to fatigue, low energy and light headiness. Telemetry revealed type ii second degree av block with the heart rhythm 40s, associated with sinus bradycardia and intraventricular conduction delay. Cardiology consultation recommended permanent pacemaker placement due to the av block associated with left bundle branch block and chronic systolic heart failure. Twenty two (22) days post index procedure, a new bi-ventricular permanent cardiac non-boston scientific pacemaker was implanted successfully. The subject was discharged at home.